Manufacturer narrative:
The device involved in the event was inspected by a baxter field service technician. It could be confirmed that the operating table had no functions and a light at the column control panel was flashing. The technician was not able to connect the device to the service program; therefore, the communication board was exchanged. In a second service event the batteries were replaced as determined as defect. The flashing light was most likely caused by this battery issue. However, a concrete cause for the allegation of not working operating table could not be determined. In case the batteries are defect, the user has the option to use the mains power cable to operate the device. It could be neither confirmed nor declined that an operation on mains power was possible. After the exchange of the mentioned parts the device was working as intended. Based on this, no further actions are necessary.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that or table trusystem 7000 u (dv) was not having functions while activated them. No harm or significant impact to the surgical procedure was reported.